Event description:
Dr was at the beginning of a prostrate resection/ablation; he used the sheath to introduce an obturator and when he removed sheath and obturator he found that 2 pieces had broken off the ceramic beak. He immediately retrieved the broken pieces. The procedure was completed with no adverse effect on pt. Pt condition post-op was stable.